Event description:
The customer reported that a pca and continuous infusion of dilaudid (5mg/1ml) was prescribed to infuse with a pca dose of 1.5 mg, a lockout interval of 10 minutes, and a continuous pca infusion between 0 and 1.5 mg had over infused. The clinical staff programmed the pump to 1mg/ml instead of what was prescribed. The customer would like to know how long the pump was programmed as dilaudid 1mg/ml instead of the dilaudid 5mg/ml concentration. These are the documented dates and times of these infusions: (B)(6) 2019 ¿ 1324; (B)(6) 2019 ¿ 2202; (B)(6) 2019 ¿ 1134; (B)(6) 2019 ¿ 1905; (B)(6) 2019 ¿ 0520; (B)(6) 2019 ¿ 1540; (B)(6) 2019 - 0308. Every time the patient received the dilaudid medicine she received 7.5 mg since the pump was programmed incorrectly and she was getting 5x the dose. There was no harm to the patient, despite receiving this for multiple days.

Manufacturer narrative:
Inspection: the pca module was received in good condition. Log analysis results: the pcu error log did not record any errors or malfunctions on the reported incident date. The pcu event log were over written. The initial programming of the hydromorphone could not be confirmed; however, pca dose deliveries of 0.3ml that were made on (B)(6) 2019 between 5:11 am and 11:01 am suggest the pca module was programmed for drug ID 351 (hydromorphone 5mg/ml high conc). During this time period the pca is in ¿pca only¿ mode. On (B)(6) 2019 at 9:28 am, the pca module is selected and programmed to infuse drug ID 351 (hydromorphone 5mg/ml high conc), delivering 1.5mg (0.3ml) pca requests with a lockout interval of 10 minutes in ¿pca only¿ mode. The pca module remains in this configuration until the device is channeled off on (B)(6) 2019 at 4:25 am. Functional testing of the source pca module found the device operating in specifications. The root cause of the customer¿s complaint was found to be a result of a programming error.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that a pca and continuous infusion of dilaudid (5mg/1ml) was prescribed to infuse with a pca dose of 1.5 mg, a lockout interval of 10 minutes and a continuous of between 0 and 1.5 mg had over infused. The clinical staff programmed the pump to 1mg/ml instead of what was prescribed. The customer would like to know how long the pump was programmed as dilaudid 1mg/ml instead of the dilaudid 5mg/ml concentration. These are the documented dates and times of these infusions: (B)(6) 2019 ¿ 1324; (B)(6) 2019 ¿ 2202; (B)(6) 2019 ¿ 1134; (B)(6) 2019 ¿ 1905; (B)(6) 2019 ¿ 0520; (B)(6) 2019 ¿ 1540; (B)(6) 2019 - 0308. Every time the patient received the dilaudid medicine she received 7.5 mg since the pump was programmed incorrectly and she was getting 5x the dose. The patient was fine despite receiving this for multiple days.

Manufacturer narrative:
The customer¿s concerns that an over infusion occurred that was a result of the clinical staff programming the pump to infuse 1mg/ml concentration instead of what was prescribed 5mg/ml concentration which resulted in the patient receiving 5 times the dose was confirmed in the pcu event log. Physical inspection showed no anomalies. The pcu error log did not record any errors or malfunctions on the reported incident date. The pcu event log were over written. The initial programming of the hydromorphone could not be confirmed; however, pca dose deliveries of 0.3ml that were made on (B)(6)2019 between 5:11 am and 11:01 am suggest the pca module was programmed for drug ID 351 (hydromorphone 5mg/ml high conc). During this time period the pca is in ¿pca only¿ mode. On (B)(6) 2019 at 11:34 am, the source pca module is selected and programmed to infuse drug ID 350 (hydromorphone 1mg/ml). The pca module is infusing in ¿pca + continuous¿ mode, delivering 1.5mg (1.5ml) pcas with a lockout interval of 10 minutes and 1.5mg/hr (1.5ml/hr) continuous infusion. The pca infuses in this configuration for approximately 45.9 hours. On (B)(6) 2019 at 9:28 am, the pca module is selected and programmed to infuse drug ID 351 (hydromorphone 5mg/ml high conc), delivering 1.5mg (0.3ml) pca requests with a lockout interval of 10 minutes in ¿pca only¿ mode. The pca module remains in this configuration until the device is channeled off on (B)(6) 2019 at 4:25 am. Functional testing showed no anomalies. The root cause of the customer¿s complaint was found to be a result of a programming error.

Event description:
The customer reported that a pca and continuous infusion of dilaudid (5mg/1ml) was prescribed to infuse with a pca dose of 1.5 mg, a lockout interval of 10 minutes and a continuous of between 0 and 1.5 mg had over infused. The clinical staff programmed the pump to 1mg/ml instead of what was prescribed. The customer would like to know how long the pump was programmed as dilaudid 1mg/ml instead of the dilaudid 5mg/ml concentration. These are the documented dates and times of these infusions: (B)(6) 2019 ¿ 1324; (B)(6) 2019 ¿ 2202; (B)(6) 2019 ¿ 1134; (B)(6) 2019 ¿ 1905; (B)(6) 2019 ¿ 0520; (B)(6) 2019 ¿ 1540; (B)(6) 2019 - 0308. Every time the patient received the dilaudid medicine she received 7.5 mg since the pump was programmed incorrectly and she was getting 5x the dose. The patient was not harmed despite receiving this for multiple days.